Event description:
It was reported that during an a-fib procedure the carto 3 system and the recording system displayed noise followed with an error 8 message when webster cs catheter was introduced. The noise did not start right away after connecting the catheter. It started just as the user finished creating the fast anatomical mapping (fam) in the left atrium. Some trouble shooting was performed however it did not resolve the issue. The user proceeded by changing to a new catheter. No patient injury was reported. Upon further follow-up it was confirmed that the noise was across all signals on carto 3 and recording systems simultaneously. The noise was intermittent, about every 2 seconds and lasted about a second. The artifact was so bad that the signals were not interpretable.

Manufacturer narrative:
Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure the carto 3 system and the recording system displayed noise followed with an error 8 message when webster cs catheter was introduced. The noise did not start right away after connecting the catheter. It started just as the user finished creating the fast anatomical mapping (fam) in the left atrium. Upon further follow-up it was confirmed that the noise was across all signals on carto 3 and recording systems simultaneously. The noise was intermittent, about every 2 seconds and lasted about a second. The artifact was so bad that the signals were not interpretable. Visual inspection of the complaint catheter noted it in normal conditions. The catheter was electrically tested and passed the specifications. During the carto test error 8 (pacing issue) could not be observed, however error 183 related to an eeprom issue was displayed. The eeprom data was reviewed, but it could not be read thus the eeprom was determined to be corrupted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding noise and error 8 could not be confirmed. During analysis error 183 (in connection to a corrupted eeprom) that was unrelated to error 8 was observed,however the root cause of it is unknown.